Event description:
It was reported that during a lap procedure for biliary atresia, an unexpected noise was heard and the electrode peeled away when the device was activated for the exaggerated biliary duct. The wire of the device came out from the inside. The peeled electrode was retrieved from the patient, but a part of the device (probably, a part of the wire) was left inside the abdominal cavity. The doctor commented as follows; as the jaws distorted, the doctor corrected the distortions inside the abdominal cavity. There was a high possibility that the remaining piece had fallen into the patient at the time. The target tissue was stiff and thick. The broken piece is under the liver where a drain has been placed at. Also, as the broken piece is sandwiched in between the liver and the bowel, it is unlikely to move. As of now, the patient has developed bowel distension, so it is difficult to perform reoperation rapidly.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Biliary atresia is a blockage in the tubes (ducts) that carry a liquid called bile from the liver to the gallbladder. The condition is congenital, which means it is present from birth. Additional information on event and 2nd procedure: on (B)(6) 2012, the reoperation was performed to retrieve the remained piece. (The remained piece (size about 1cm) was a part of ceramic, not a part of the wire). The doctor used the same trocar insertion port with the first operation and the broken piece was retrieved from the patient laparoscopically. After removing the broken piece, it was confirmed there were no remained piece in the patient by x-ray. The patient condition was fine. The doctor commented the operating sound of enseal became weak during the initial operation. The dvd shows firstly the electrode became peel and out of alignment. Secondly the doctor tried to remove the device from the trocar but failed because the peeled electrode caught on trocar. Additional information from review of dvds: during a review of the dvd, it could not been seen where the ceramic fractured and dropped into the abdominal cavity. Did see the electrode separate and propagate around the jaw and then straighten. Did see a screen shot of the ceramic after the electrode separated, but the ceramic appeared to be completely intact.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent.